Event description:
It was reported by the patient's physician that the patients generator is prematurely depleting. The patient did not have any surgeries that may have contributed to the battery depleting. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.

Event description:
Information was received from the rep noting that the patients battery voltage rebounded to 75-100%.